Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient had blood backing up into the tubing. When the pump was checked to see the infusion rate, medication could be smelled. The reporter was not sure where the leaking was coming from or if there was leaking, but they think that pump might have an issue. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, device history record review could not be completed. Correction: model number: 7400.